Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy, a pre-implant balloon aortic valvuloplasty was performed as it was difficult to cross the aortic valve. Subsequently, the valve was implanted in the patient and the procedure was completed. The following night, the patient experienced a cerebral vascular accident and passed away.

Event description:
Additional information was received that the patient developed diminished mentation and expressive aphasia as they were waking up from anesthesia within a few hours of the procedure. Subsequently, a multifocal ischemic stroke was confirmed. Per the physician, the stroke seemed embolic and related to the procedure. It was reported that the stroke was likely related to the patient's extensive ascending aorta/aortic arch calcification. The patient then had rapid neurological decline and it was decided to switch the patient over to comfort measures. Later that night, the patient died.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: deliv sys d-evolutfx-2329, product ID: d-evolutfx-2329, serial/lot: unknown, use by date: unknown, UDI: unknown. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.